Event description:
It was reported that when the guidewire was removed from the box the distal portion of the wire separated from the proximal portion. A strand of wire was holding the two pieces together. There was no patient involvement.

Event description:
It was reported that when the guidewire was removed from the box, the distal portion of the wire separated from the proximal portion. A strand of wire was holding the two pieces together. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The returned device revealed that the nitinol tubing and core wire separated 2cm from the distal end. The nitinol was slightly compressed just proximal to the separation site and it appeared to have stretched and then separated. The platinum coil was stretched but remained intact. The device was noted to be bent in several places along its length. No other anomalies were noted. The severe bending is most likely due to excessive manipulation. From the condition of the device, it appeared to have been pulled with excessive force. A root cause of handling damage has been assigned to this investigation, as this occurred when handling the device during unpacking, outside the patient.